Event description:
The facility representative reported to baxter (B)(6) that a flo-gard IV solution administration set had a foreign body inside the sterile infusion tubing upon taking it out of its packaging. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: a sample was available for evaluation. A visual inspection revealed what seems to be a small burnt particle in the tubing. The reported condition was confirmed. The root cause can be attributed to the machine used during the tube extrusion process.